Manufacturer narrative:
Na

Event description:
It was reported that the lead dislodged, after a device upgrade procedure in 2009. Repositioning was unsuccessful, so the lead was explanted and replaced.